Manufacturer narrative:
Part and lot number are required to review device history records and nether were provided. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number were not provided. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This is report 3 of 3 MDR's filed for the same event. Reference mfrs: 0001822565-2016-01691/ 0001822565-2017-01331.

Event description:
It is reported tha a patient was revised due to an unstable hip. The cup, liner and head were revised.